Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the patient died. On (B)(6) 2017, the patient underwent a left atrial appendage closure procedure. A 33mm watchman ® laa closure device was successfully implanted. There were no issues noted during the procedure and no effusion noted post implant. The patient was discharged the next day. On (B)(6) 2017 the patient collapsed while walking to his car, he had returned to work, and ultimately passed away. The site coordinator believes the cause of death was listed as sudden cardiac death. It was further noted that the patient had an extensive cardiac history including coronary artery bypass grafting (CABG), stents etc. A limited autopsy was performed. There was no intracranial hemorrhage or evidence of stroke. A bedside echocardiogram was performed and there was no thrombus on the device. It was noted the patient was doing and feeling well up until the time of his death. The death was not considered related to the watchman device or procedure.